Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed transient noise resulting in pacing inhibition. The patient has an intrinsic rhythm so there was no evidence of asystole greater than two seconds in duration. Associated with these clinical observations were low amplitudes and low out-of-range pacing impedances. No adverse patient effects were reported. Intervention is planned but has not yet been performed. As of today, the lead remains in service.

Event description:
Information was received that the pace/sense portion of the rv lead was surgically abandoned and replaced. A new pace/sense rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that no intervention will be performed and the patient will be monitored.